Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high impedance. No intervention or patient symptoms were reported. No further information could be obtained.

Event description:
New information reported stated that the lead was successfully capped and replaced; the date was unknown. No additional information was available at this time.